Event description:
Note: this report pertains to the first of one overstitch suture device used during the same procedure, in conjunction with one overstitch ess device. It was reported to boston scientific corporation that an overstitch suture was used during an esophageal stent fixation procedure on (B)(6) 2026. During the procedure, the anchor exchange was difficult unload from the needle shaft. As a result, the anchor from the suture got bent. The procedure was completed with an alternate method. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 device code a040609 is being used to capture the reportable event of anchor bent. Block d4, h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.